Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtrinoc indicated that insulin pump buttons are harder and had to press multiple times for insulin pump to respond. Customer stated that they received possible insulin delivery inconsistency and insulin pump had run out of insulin without warning. Customer stated that insulin pump rejects new batteries and they need to change batteries sooner than 7 days. Customer stated that insulin pump had lost settings with a new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.